Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trigger did not return after the device was used on the cystic artery at the 1st firing. The device was removed from the patient by pulling the trigger from the handle. The deployed clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing?---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no information. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. Did the surgeon try to pull the trigger from the handle? Yes. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---yes. How was the device removed? Pulling trigger from handle. Was there any tissue damage? ---no, if so, how was it repaired? ---n/a. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The jaws opened and closed as intended. In addition the device locked out as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incidents. The batch record was reviewed and no anomalies were noted during the manufacturing process.